Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) experienced leakage. The following information was provided by the initial reporter: leaking filter of trifuse set.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-feb-2022. H6: investigation summary the customer reported the filters were leaking, and returned four used samples of material mz9273, and 1 single fuse short extension filter mz set. All 4 of the mz9273 sets leaked from the filter and 3 of the 4 were occluded with medication when returned. The remaining single fuse set did not leak, but had residue of a white opaque liquid. The filters were sent to the supplier for further investigation to find the root cause for the leaking. The supplier investigation found that the hydrophobicity of the membranes were compromised, and failed even after the first step of flushing the filter for 48 hours. The next step was to clean with alcohol and cotton swabs, and then cook in an oven to dry out any solutions. After this, they were able to restore them to a normal, non-leaking state. The conclusion is the drugs/solution used by the end user falls under the membrane supplier recommended surface tension of 30 dynes/cm. The solutions used with the membrane may also 'wet out' from 30 - 40 dynes/cm depending on duration and pressure. Alcohol in the drug is often the main culprit for falling under the surface tension specifications. A device history record review could not be performed on model mz9273 because the lot number is unknown.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) experienced leakage. The following information was provided by the initial reporter: leaking filter of trifuse set.